Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot this malfunction with the customer over the telephone and discussed end of service life for this device. The letter for device end of life will be sent to the customer. The customer reported that they will repair the oximeter themselves and not return components for investigation.

Event description:
It was reported that during testing, a pulse oximeter did not generate an alarm sound. There was no patient involvement.